Event description:
It was reported that the pinch valves stopped working four hours into the perfusion. The graphical user interface (gui) went out and then pinch valves were stuck closed. It took eight or nine tries to get the gui back on.

Manufacturer narrative:
The device was returned and is pending further investigation.

Event description:
It was reported that the pinch valves stopped working four hours into the perfusion. The graphical user interface (gui) went out and then pinch valves were stuck closed. It took eight or nine tries to get the gui back on.

Manufacturer narrative:
The device was evaluated by a service engineer (se). During extended testing of forced interface board (ifb) resets, the arterial pinch valve would lose its position and portal flow rate would drop to zero with message code 370 (low portal vein flow) appearing for approximately five minutes while the device regulated back to the expected portal pinch valve (ppv) position with expected pressures and flow rates. The device always recovered from these resets and could recover faster with a manual stop/start. The behavior is reproducible 100% of the time. The leopard board was then replaced during troubleshooting to rule out any glitches to the pinch valves during ifb resets. No differences in behavior was observed during testing with the new board, but the board was left installed as a preventative measure.